Manufacturer narrative:
No product was returned for investigation. The cause of the event could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4). The customer was a new coaguchek user and these were the first tests done with the trainer. The results from the meter were 6.3 inr and 6.0 inr. The result from the laboratory on the same day was 4.0 inr. The laboratory reagent was requested but was not known. There was no allegation of an adverse event. The customer had no hematocrit issues, took no heparin or direct thrombin inhibitors, had no antiphospholipid antibodies, no diet changes, no new medications, and no additional illnesses. The therapeutic range was 2.5-3.5 inr. The suspect meter and strips were requested to be returned for investigation.